Manufacturer narrative:
Device issue with inomax dsir#(B)(4). The device investigation was completed on 27-may-2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) service log revealed a delivery failure (df) alarm due to backlight current below minimum, consistent with the reported complaint of df alarm and blank display. The rsc investigation revealed when the device was powered up the display was pink, consistent with a failing display backlight. The rsc replaced the touchscreen/display assembly. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was display-backlight failure. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Display-backlight failure (device issue). No adverse event. Case description: on (B)(6) 2015, a respiratory therapist (rt) spoke with the company regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient and no adverse event was reported. The rt reported, second hand, a blank display screen with inomax dsir# (B)(4). The device was on a patient and no harm was reported. The patient was on a bunnell jet in conjunction with the inomax dsir #(B)(4). The rt stated that a delivery failure (df) occurred after suctioning the patient and then shortly after the df alarm, the display screen went black. The patient was placed on a backup device, and the backup device functions as expected. After inomax dsir #(B)(4) was removed from the patient, the device was powered on and the screen had a pinkish tint. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation. Case comment: 3-june-2015: this is a non-serious post-marketing device report. The device was in use on a patient when the device display-backlight failure occurred. No adverse event associated with the display-backlight failure was reported. The case is considered reportable because a previous, similar event had been associated with serious adverse patient consequence (index case MDR# 3004531588-2013-00023).